Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical evaluation showed wear and tear damaged enclosure, front cover, line cord, cracked tank cover, outdated printed circuit board (pcb) and power switch. After visual inspection, the technician filled the tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device leaked water from the tank cover. The overtightening the tank cover screw caused the tank cover to crack and leak. The customer issue was duplicated. The root cause of the report issue was determined to be the overtightening of the tank cover screw by the customer and design issue related to tank cover/screw of the device supplied by the supplier. Actions were taken to mitigate the reported issue: the supplier corrective action request (scar) has been initiated for supplier to review the design requirements of the cover/screw. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the fluid warming device was leaking. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.